Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer was reported via e-mail that they needed to call paramedics due to low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer was stated that glucagon shot was given to treat the low blood glucose. The insulin pump will not be returned for analysis.